Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned and the stent remains in the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Thrombosis and death are listed in the xience alpine everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect(s) of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2016, the patient presented with a non-st-elevated myocardial infarction (nstemi) and a 90% stenosed, severely calcified lesion in the non-tortuous mid left anterior descending coronary artery (lad). Angioplasty was performed using a 2.0x20 non-abbott balloon then a 3.0x20 non-abbott balloon. A 2.75x32 non-abbott stent was then deployed, followed by post-dilatation with a 3.0x20 non-abbott balloon. A proximal dissection was then noted and was successfully treated via overlapping deployment of a 3.5x15 rx xience alpine drug-eluting stent, followed by post-dilatation with two non-abbott 3.5x20 balloons. No device issues occurred with the xience alpine. The patient was started on dual antiplatelet therapy (dapt) with aspirin and clopidogrel drug therapy, then the patient was admitted to the hospital and remained hospitalized until (B)(6) 2016 due to pre-existing health co-morbidities, including diabetes, dislipidemia, hypertension, and heart failure. The patient was confirmed to have remained dapt compliant throughout the hospital stay. Despite attempted cardiopulmonary resuscitation, the patient expired on (B)(6) 2016 due to cardio-respiratory arrest, cardiogenic shock, and in-stent thrombosis in the lad. No additional information was provided.